Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. The lead is planned to be replaced, but is currently in use. No patient complications have been reported as a result of this event.